Event description:
(B)(4). Initial info for this spontaneous case was received from a nurse on 25-oct-2007: a female pt in (B)(6) received one injectable poly-l-lactic acid (sculptra) treatment about a year and a half ago from an unk physician and developed "small little bumps, like gravel" at the site of injection, which was the oral commissure area. Nurse states that the bumps are palpable, but barely visible and "almost bluish in color." Pt came to the reporter's office to "have sculptra removed." The nurse injected hyaluronic acid (restylane) to even out the area. No further relevant info was reported. Add'l info for sculptra (lot number/expiration date unk) from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did no show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable.

Manufacturer narrative:
Conclusion: no faults detectable. Add'l info for sculptra (lot number/expiration date unk) from (B)(4): since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable.